Manufacturer narrative:
Device available for evaluation: product ID: 8880t2, serial#: unknown, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving an unknown intrathecal medication via an implanted pump. It was reported the hcp was attempting to get completed telemetry on a patient¿s pump and was unsuccessful with multiple attempts. The hcp reported the tablet and communicator worked well on a different patient. It was noted the doctor would be get imaging to rule out a flipped pump. Patient symptoms were not reported. Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the serial number of the ctm was unknown. Diagnostics/troubleshooting included rebooting the tablet and communicator and they were still unable to interrogate the pump. The cause of the event has not been determined yet. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the event. The patient was scheduled for examination under fluoroscopy on (B)(6) 2021. On 2021-feb-08, additional information was received from the rep. The results of the fluoroscopy performed on (B)(6) 2021 was the pump was flipped. The cause of the unsuccessful telemetry was determined to be due to the flipped pump. There was no implantable product failure. The cause of the event was body habitus. The patient was scheduled for revision on (B)(6) 2021.